Manufacturer narrative:
This follow-up report is to provide FDA with results of the device investigation, missing, new and/or changed information. Detail of the investigation: the investigation has shown that this isolator has been in use for many years. The instrument was produced on (B)(6) 2021 and delivered to the customer on (B)(6) 2011. The hospital has purchased the laparo-co2-pneu 2233 fr 20l/min 2233001 repaired itself, now it is back in normal use. Analysis of the cause: normal wear and tear instructions for use: since the hospital repaired the device itself, richard wolf is no longer the manufacturer of the product product risk: as the hospital has repaired the device itself, richard wolf is no longer the manufacturer of the product richard wolf gmbh(rwgmbh) considers this matter closed. However, in the event rwgmbh receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporati-on(rwmic) submitting report on behalf of rwgmbh report on behalf of rwgmbh.

Event description:
See manufacturers narrative for additional information.

Manufacturer narrative:
Richard wolf (B)(4) was informed about the event on (B)(6) 2021. The device was not returned to richard wolf (B)(4) by the user. A follow-up report will be issued as soon as a statement can be made.

Event description:
The following was reported to rw (B)(4): at noon on (B)(6) 2020, the patient underwent laparoscopic myomectomy. During the operation, the gas supply of the equipment was interrupted intermittently, the flow stopped at the 0.0 interface, no gas input, and then ventilation was restored. This repeated two or three times, during which there was no alarm, the operation could not be carried out normally due to the failure of the equipment, and the whole operation time was forced to extend for nearly half an hour due to no gas expansion in the abdomen on the operating table, the operation field was unclear, and the instruments still in the patient's body were in danger of hurting the patient. After repeated interruption of gas supply for the third time, the operating room of our hospital immediately removed the equipment, replaced it with a new one, and completed the operation, which reduced the injury to the minimum. At present, the patient has returned to the inpatient department for observation.